Event description:
While doing the eval on complaint c990201, it was found that a detached coil had been returned without any info. From the description of c990201, it appeared the pt was not affected from this event, because pt was reported in good condition after the procedure. Addtional info is being requested.